Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a severely calcified, 99% stenotic lesion in the distal right coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a 6 fr mach1 guide catheter and a .014 inch guide wire to cross the lesion. The maverick2 monorail balloon was removed and a rotablator device was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.